Event description:
It was reported to philips that the device "thumbwheel that allows to select joules is set between 2 values". The problem occurred during the 6-month maintenance done by the customer. There was no reported patient involvement/adverse patient impact.